Event description:
(B)(4). After I got it done I've been having pelvic pain,my menstrual cycles are so heavy and clotty.

Event description:
(B)(4). Both of my pregnancies where high risk so I though it was best for me to do something so I wouldn't get pregnant again. When I had procedure done my doctor was putting first coil in and she had to take it out because the coil was defective at that time I should of just stopped the procedure but didn't so she got a different packed out with new coils.